Event description:
It was reported that surgery occurred to explant and replace the ipg, which addressed the issue.

Event description:
It was reported that the patient's ipg became inoperable after the patient did not maintain and charge the device as recommended. Surgery may take place to address the issue.